Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they cannot make changes to the settings at all. The numbers jump around. It was reported that the ventilator was in clinical use at the time of the event occurred. There was no report of patient harm or injury as a result of the event.

Manufacturer narrative:
The unit was repaired by replacing the front bezel, part number 453561530641. Due to no part returned for failure investigation (fi); therefore, the root cause could not be determined.